Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of death, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with half a syringe of juvéderm® vollure¿ xc into the lips and nose, patient was injected with botox concomitantly. Approximately 3 weeks later, the patient received an addition half syringe of juvéderm® vollure¿ xc to the lips and nose. Two days after the second injection, the patient passed away (not device related). Cause of death was unknown to the hcp. Patient concomitantly took sleep medication and ibuprofen. This relates to the first injection.